Event description:
Cause of death was reported as ischemic heart disease, vascular disease and erisypela.

Event description:
During the index procedure the patient had an endeavor sprint drug eluting stent implanted in the rca. It is reported that the patient died approximately 12 months post index procedure. Investigator assessed that the event was unlikely to be related to the study device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death).